Event description:
Related manufacturer report number: 2017865-2023-51161 during a remote follow-up, noise lead damage was observed on the right atrial (ra) and right ventricular (rv) channels of the device. A connection anomaly was the suspected cause of the event. Additionally, rv lead damage was suspected but not confirmed, and remains implanted. The device was explanted and a new device was implanted with the existing ra and rv leads to resolve the event. The patient was stable.